Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during equipment checks the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic module maintenance-fault message during equipment checks after power-on. There was no patient involved.